Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 d10: date of concomitant therapy is (B)(6) 2021. H3, h4, h6: part: 388.50 lot: t173508 manufacturing site: tuttlingen release to warehouse date: may 10, 2019 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Service and repair evaluation: the repair technician reported the device has dents on the nut and the tube and collet don¿t slide smoothly. Worn out parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring, tube, nut, collet and retaining collar. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a spinal fusion procedure. Two uss persuaders were unable to be used for the procedure due to mechanical issues. It is unknown how the procedure was completed. Patient status is unknown. This report is for one (1) rod introduction pliers for side-opening implants this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.